Manufacturer narrative:
Correction: based on the additional information received, the codes from the initial MDR of 1845 - eye injury, 1535 - incorrect, inadequate or imprecise result or readings are no longer applicable. The following codes have been added to reflect the new information: section h6: health effect - clinical code: code2138 - visual impairment section h6: medical device problem code: 1189 - application program problem: dose calculation error. Based on the additional information received that the event was like a calculation error hence the change in diopter size. Patient is a lot better and happy now, 20/20. There was an unexpected post-op refraction post-implant, hence explant was performed. Doctor did not think that there was a product quality issue with the original lens. No other information was provided, therefore, this event is assessed as not reportable. There will no longer be any further reporting under MFR report number 3012236936-2024-00423. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal intraocular lens (iol) was explanted due to the wrong power. The suspect iol was replaced with another johnson and johnson same model higher diopter iol. Patient status post-procedure is also unknown. No further information is available.

Manufacturer narrative:
Corrected data: upon further review found that initial mdrs were submitted with the incorrect UDI number. Corrected MDR as below section d4: UDI number: the correct UDI is (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.